Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure of the right eye, decentration of the iol was observed during the postoperative period. The iol was rotated then found to be off center again with patient report of poor vision in all distances. The iol was explanted. The explanted iol was broken at the optic-haptic junction. The iol was replaced with a monofocal iol. The patient is satisfied. Further information has been requested; however, additional information has not been received.